Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a lens vaulted asymmetrically (z-syndrome). Striae in posterior capsule behind both haptics was observed. Posterior capsule opacification, capsular fibrosis/striae was observed (B)(6) 2015, and the patient is scheduled for explant.